Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file could not confirm the malfunction. Upon troubleshooting, fse found that ippc was creating issue and the one of the ac in technical room was off. To resolve the issue, fse endured that the technical room temperature and humidity was within in specs and then reset ippc connections. After which, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.

Event description:
It has been reported to philips that the system was having intermittent issues producing both, fluoroscopy and exposure. There was no reported patient or user harm. A philips field service engineer (fse) reset the connections and re-started the system, which returned the device to use in good working order.